Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported by a friend/family member that patient was in a car accident (B)(6) 2018 and they think the device may have moved and is on a nerve as the patient is in pain and they were unable to walk. The patient used to go to the gym three times weekly, but they are unable to do so now. The patient has lost weight, are in really bad shape overall, and they are in rehab and can walk again. Patient services (ps) explained how to confirm with the caller that the device is turned off. No further complications were reported or are anticipated.